Event description:
It was reported that the patient experienced that the ams700 inflatable penile prosthesis pump would auto inflate and would not rest after deactivation. Another pump and reservoir were implanted to complete the procedure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that air was found inside the device. Reservoir: model- 70185-01, lot sn- (B)(4), mfg date- (B)(6) 2016, exp date- (B)(6) 2018, gtin-(B)(4).

Manufacturer narrative:
Model- null, reservoir.

Event description:
It was reported that the patient experienced that the ams700 inflatable penile prosthesis pump would auto inflate and would not rest after deactivation. Another pump and reservoir were implanted to complete the procedure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. Both cylinders had a hole in the outer tube due to input tube wear. Both cylinders had the input tube sleeve removed. The pump had a leak in the reservoir tube krt due to fatigue and therefore was not functionally tested. Review of the manufacturing records for batch 153222001 confirmed that there was a total of (B)(4) units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the (B)(4) finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced that the ams700 inflatable penile prosthesis pump would auto inflate and would not rest after deactivation. Another pump and reservoir were implanted to complete the procedure. No patient complications were reported in relation to his event.